Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen completely marred terribly scratched, discolored and crack on upper right hand corner of screen. The customer¿s blood glucose was unknown. Customer reported that the screen of insulin pump was hard to read. Troubleshooting steps were provided for damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test. Insulin pump received with minor scratched lcd window and cracked case display window corner. (B)(4).